Manufacturer narrative:
Additional information received in this case reported that an intervention procedure was carried out approximately 2.9 years post ind ex procedure. The patient's left hypogastric was embolized and two endurant limbs were implanted to extend from the flow divider of the bifurcated stent graft into the left external iliac artery. It was reported no endoleaks were observed following the intervention. As per the physician, the cause of the event was related to disease progression in the iliac which caused the overall aneurysm growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: 06-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported a follow up CT approximately 3 years post the index procedure the aneurysm has grown to 83mm. The left common iliac has also dilated to 40mm and the proximal seal zone is less than 10mm. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.